Event description:
Additional information was received from a patient (pt). It was reported that they are seeing an rm-05 code yet they have had all the equipment replaced. Patient services (pss) redirected the patient to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported their weight.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial#(B)(6), implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient h3: analysis found frayed insulation on cable. No device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial#: (B)(6), product type: accessory. Product ID: 97755, serial#: (B)(6), product type: recharger. Product ID: 97745, serial#: (B)(6), product type: programmer, patient. Product ID: 97745, serial#: unknown, product type: programmer, patient. Product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they met with the patient (pt) today and pt got rm05 code when attempting to recharge the implant (ins) in person today. Rm05 code would appear after the controller screen went into sleep mode(a few minutes into charging the ins). During the call, mdt rep. Used another controller(mdt rep's controller) and when trying to pair the other controller to the pt's ins got "software problem: 1- intellis, 2- 3.0, 3- 243, 4- qf_port " and then reset the controller and got rm04 code. Mdt rep. Tried to charge with pt's replacement controller and got recharging excellent, but a few minutes into charging after the screen went into sleep mode, got rm05 code. Ins charge was red and controller charge was 100%. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID#: 9775. Serial/lot #: (B)(6). UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported they were having issues charging the implant and the issue began a couple months ago. Patient stated they would get the 'batteries low replace controller batteries' message when charging the implant and the implant took forever to charge. Patient confirmed that the recharger was getting warmer than usual when charging the implant. A replacement recharger telemetry module (rtm) was sent out. Pt called and mentioned they got the replacement recharger and were charging their implanted neurostimulator(ins), but noticed they still got the "replace controller batteries" message when recharging the ins. Pt said they had the recharger plugged in and the ins charging for 2 hours and still got the "replace controller batteries" message. Pt blew in controller port and still got message when charging the ins. A replacement controller was sent out. No symptoms were reported.